Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised after she fell, causing pain. The medial rim of her ceramic liner had fractured.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices by the manufacturing supplier confirms material fracture. The initial reporting states the patient fell on hip, causing the initial pain. Fragments from the fractured liner could then be seen on x-ray. The density of the insert was analysed and found to be complying with the delivery specification for biolox®delta components. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Primary regular metal transfer cannot be found on the provided fragments of the insert. This indicates an insufficient or misaligned fixation of the insert in the metal shell. Primary regular metal transfer cannot be found on the provided fragments of the insert. This indicates an insufficient or misaligned fixation of the insert in the metal shell. Metal transfer can be found on the transition I/j. This indicates a misaligned position of the insert in the metal shell, too. The mentioned fall of the patient in combination of a missing fixation or a misaligned position of the insert in the metal shell is the most likely reason for the fracture of insert. The patient is a reported female with a calculated (B)(6). The patient is considered obese. It is stated in the warnings and precautions "do not implant in obese patients because overloading the component may lead to fracture or loss of fixation." Product contribution to the reported event has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.